Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of broken output connectors and they were replaced. It was further noted that it did need the updated battery drawer shorting bar and all found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that both the atrial and the ventricular ports on the external pulse generator needed repair. It was further noted that it needed the update in accordance with the existing corrective field action. The generator was returned for service. There was no patient involvement.